Event description:
It was reported that the customer passed out and the paramedics were called. The customer was hospitalized for three days starting on (B)(6) 2015. It was also mentioned that the customer was taken off the insulin pump while hospitalized. Customer's blood glucose levels at the time of hospitalization 20mg/dl. Partial troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.